Event description:
It was reported that a single use aspiration needle broke off in the patient and was recovered. The issue occurred during an unspecified diagnostic procedure. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, b5, h6. This report is being supplemented to provide additional information from the customer and the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the broken part fell in patient's bronchus branch and was retrieved using forceps. The endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure was completed with a backup device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide updated results of the final investigation. Updated fields: d4 (lot number), d9, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A part of the pebax heat shrink was torn off from the distal end of the device. In addition to the tear, a hole was noted in the returned pebax segment. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pebax heat shrink was damaged by a buckled flex spiral cut from the needle. Olympus will continue to monitor field performance for this device.